Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a hole in the pebax. Initially, it was reported that there was no error when the catheter was removed once, after blood has penetrated into the spring of the catheter. The catheter pebax was not physically damaged. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The catheter was replaced, and the procedure was completed without patient consequence. The issue of foreign material inside the pebax.¿ no external damage was assessed as not MDR reportable. Foreign material was found underneath the pebax. However, there is no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found that the pebax had a hole and foreign reddish material was observed inside it. The awareness date for this reportable lab finding is 16-may-2022.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis revealed that the pebax had a hole and foreign reddish material was observed inside it. The root cause of the damage could not be determined, but it was concluded that it occurred outside the bwi manufacturing facilities. A manufacturing record evaluation was performed for the finished device (B)(4), and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).